Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. Initial reporter fax number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that a unknown zimmer implant mount could not disengage/ release from the zimmer implant. Doctor confirmed that another implant was placed to completed the procedure.

Event description:
Additional information received from investigation results identified the device as tsvwb10 implant system which is bundle to the implant mount and screw. Therefore, no individual report is required for the implant mount. The tsvwb10 implant system is currently being submitted under 0002023141-2020-00076.

Manufacturer narrative:
Additional information received from investigation results identified the devices as tsvwb10 implant system which is bundle to the implant mount and screw. Therefore, no individual report is required for the implant mount. Upon reassessment of the reported event, it has been determined that this event has been previously submitted for the tsvwb10 implant system under 0002023141-2020-00076 on (B)(6)20220. As a result, no further medwatch reports will be submitted under this MFR number. For additional reports please refer to 0002023141-2020-00076.